Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported to have experienced syncopal episodes. Lead noise resulting intermittent pacing inhibition was also noted. Additionally, externalized conductors were observed via fluoroscopy imaging. The lead was explanted. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 12.2-12.9, 13.5-13.8 from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 8.4-9.7 cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasions were noted under the svc shock coil at 21.1-21.2 cm, 21.3-22.5 cm, and 20.0-23.9 cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of noise.